Event description:
It was reported by service report that there was intermittent operation of all the controls from all positions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Cable - siderail cable was pinched.